Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During the use of the device for a cardiopulmonary bypass procedure, the user reported that the level sensor was not functioning as expected. The device was used for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.